Event description:
It was reported that during a follow-up, loss of capture was noted. The physician noted externalized conductors at explant. It was determined that the patient would not be re-implanted with a new system.

Manufacturer narrative:
No medwatch form was received. A partial lead with the distal tip measuring 22.5cm was returned for analysis. External and internal insulation abrasion was noted at 7.5-8.5cm and 8.0-8.7cm from the lead tip. Internal insulation abrasion was noted at 13.7-14.9cm from the lead tip. The etfe coating was intact at these locations.